Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was identified as a safety and health complaint, not a reportable event. Steris has determined that the event is reportable. The customer reported that the high pressure pump relay in the system 1 caught fire. Reportedly, the fire was small and confined to the system 1 processor. No injuries or damage to the facility were reported.